Event description:
On (B)(6) 2010, I was implanted with the essure birth control device by dr. (B)(6), the ob gyn center, (B)(6). I have experienced severe pelvic, back and leg pain, severe bleeding when menstruating with blood clots, multiple ovarian cysts. I developed muscle tremors and nerve pain, migraines, psoriasis, gastrointestinal problems, fatigue, nausea, depression, anxiety and severe medication sensitivity and now I'm told I have a suspected autoimmune disease that needs further testing. I have reports from 3 different neurologists, dr. (B)(6), a gastroenterologist dr. (B)(6), my pcp dr. (B)(6), a nerve doctor dr. (B)(6), a wellness doctor dr. (B)(6), my current ob/gyn dr. (B)(6). After numerous tests I'm having a hysterectomy on (B)(6) 2014 to remove this essure device.